Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient liked their implant but they had several falls on their back side over the years and thought that may have damaged it. There were no patient symptoms reported. The patient did not have a health care professional (hcp). Hcp listings was provided.